Event description:
Reportedly the pt's o2 saturation decreased while being ventilated during a hospital transfer to another hospital. No permanent pt injury was reported as a result of this event. No additional pt details have been provided.

Manufacturer narrative:
No device returned for eval.